Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious: even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Still implanted.

Event description:
Edwards received notification of a pascal ace precision procedure in tricuspid position. On pod #5 a single leaflet device attachment (slda) was detected on discharge echo. Post-procedural tr was grade 1+. The device detached from the posterior leaflet but was safely anchored at the septal leaflet. No hypermobility of the device was observed. Reportedly imaging was very difficult because no tgsax pictures were obtainable. As per the physician, the slda was due to a combination of imaging and the optimization of septal leaflet which led to slipping posterior leaflet. Tr grade with the slda was 3-4. Patient is at home and stable.

Manufacturer narrative:
The presence of an slda as described in the complaint event was confirmed via an imaging evaluation. Based on the imaging evaluation and the physician's opinion, the potential contributing factors are procedural and imaging factors. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one could not be confirmed by imaging review. In addition, a DHR review was completed and found that the device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event.

Manufacturer narrative:
The following sections were updated/corrected: b3, b4, g3, g6, h2 and h10.